Event description:
It was reported that during use of implantable cardioverter defibrillator (ICD)&#1288;e patient experienced a pocket hematoma, to which evacuation and internal suture was performed to resolve the issue. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.